Manufacturer narrative:
This MDR is only for thrombosis. The case of infection will be reported under MFR #2916596-2018-03165. Approximate age of device- 2 years, 10 months, 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with high hemolytic markers, lactate dehydrogenase (ldh) at 1300, and elevation in plasma-free hemoglobin (pfhgb) at 18. The patient was given coumadin 5mg daily, aspirin 325mg daily, and persatine 150 mg three times a day. The international normalized ratio (inr) goal was 3 and 2.4 at time of event. An echocardiogram showed that the aortic valve opens with every beat even at higher pump speeds. The inflow and outflow cannula were not visualized well with this evaluation. The ascending aorta was normal in size and contour. A device malfunction was suspected by the clinicians. On (B)(6) 2018 the patient underwent a pump exchange due to thrombosis and infection.

Manufacturer narrative:
Evaluation of the device confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was returned detached from the pump housing. The sealed outflow graft conduit was not returned. The outlet elbow was attached to the pump housing. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus adhered to the rotor body. The tissue's lack of laminated layering indicated that it did not develop at this location. The tissue was denatured, indicating that it was present while the pump was supporting the patient. However, the origin of the tissue and the duration of its presence in the pump could not be conclusively determined. Examination of the outlet stator revealed a thrombus loosely seated on the stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present while the pump was supporting the patient. However, the origin of the tissue and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the development of the observed depositions and the duration of their presence in the pump could not be conclusively determined through this evaluation, the thrombus formations could have contributed to the reported elevated levels of lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed as instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.